Manufacturer narrative:
Section h6: health effect - clinical code: 4868 - hemodynamic instability. Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. The account communicated that the alarms were most likely attributed to lack of pre-load from right heart failure (rhf) and a need for temporary right ventricular assist device (rvad). Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. Low flow hazard alarms were captured throughout the file. It was noted that some of these events were associated with elevated pi values. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), neurological events (not stroke related), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. In reference to pulsatility index (pi), sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 of the IFU also lists neurologic dysfunction as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had instability overnight and was in very critical condition on the morning of (B)(6) 2023. The patient was prepared to go back to the operating room for a temporary right ventricular assist device (rvad). Log file review was requested, and the event log captured intermittent periods of low flow events with the flow noted mainly in the lower 2 liters per minute (lpm) range but as low as 1.2 lpm. The lower flows were in association with elevated pulsatility index values. The rvad was placed on (B)(6) 2023 due to worsening right ventricular (rv) failure. Additional information was received that noted the patient had moderately reduced rv systolic function shown on echocardiogram (echo) before vad implantation, however a right heart catheterization was unable to be completed due to a large rv thrombus that was present prior to implant. Echos were performed daily between (B)(6) 2023. The patient exhibited hypotension, had the need for increasing pressor support, had multiorgan failure (acute kidney injury noted), poor perfusion to extremities, and the need for rvad support. Rvad placement temporarily stabilized the patient, however the patient status did not improve. The patient had neuro status deterioration and was not waking up off sedation. A computed tomography scan could not be performed due to an inability to fit the patient in the elevator with all the supportive devices and equipment needed, so the hospital was unable to provide further information regarding the patient's neurological decline. It was noted that the patient had pupils that were blown and became unreactive to light, and they lost their cough and gag reflexes of sedation. The patient was withdrawn from care and declared deceased on (B)(6) 2023. The device operated as expected.

Manufacturer narrative:
Section h6: health effect - clinical code: 4868 - hemodynamic instability. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.